Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Circulation pump damaged. Replaced circulation pump. Chiller pump, heater, drain valves, mixing pump damaged. Replaced chiller pump, mixing pump, heater, drain valves, the device passed the procedure and can be placed back into normal use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per follow up information received via mail on 24sep2024, it was reported that the device had been repaired on site and circulation pump, mixing pump, heater, chiller pump and drain valve have been replaced. New calibration, est and water replacement were performed. Stated the mixing pump, heater(220-230v) and chiller pump were replaced due to malfunction problems. The circulation pump and drain valve were replaced for preventive maintenance.